Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the device was found to have an error code 114 on the screen display. The reported issue was unable to be repeated during testing. The error code 114 indicated a problem with motor issue. It was found that a faulty motor was the root cause of the issue. Therefore, the motor will be replaced, and the front housing will be replaced as part of the repair process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical pump upon servicing infusystem noted that pump was defective due to error code 114". No patient involvement.